Manufacturer narrative:
Device evaluation the healon was not returned to the manufacturer therefore could not be evaluated. Product testing was performed on retain samples and no product deficiency was not found on retain samples. The reported issue could not be verified. Retain testing: chemical tests ¿ ph, particles, osmolality and viscosity. Microbiological test - bacterial endotoxins. The result was within product quality specification for healon 10mg/ml and at the same level as the result for lot# ub32616 at the time of release. Visual inspection on the retained products was verified july 5, 2017. Thirty-five (35) samples were investigated. No visible defects were found on the package or solution. Functional test was performed on two (2) syringes without malfunction. A product deficiency was not found on retain samples. Manufacturing records were reviewed and the healon was manufactured according to specification. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Additional information was received and the physician stated that he does not suspect the healon and does not know what caused/contributed to the endophthalmitis. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Implant and explant dates: if implanted or explanted, give date: not applicable as the healon is not implanted. Initial reporter phone number: (B)(6). Recall number: this complaint is part of the healon recall - report number: 2020664-04/13/17-001-r. As a result of the extensive investigation, a manufacturing deficiency has been identified related to re-introducing uncapped glass cylinder units to the capping process. As a corrective action, internal procedures were updated to not re-introduce uncapped glass cylinder units to the capping process. Additionally, a voluntary recall was initiated on april 13, 2017 because of the possibility, albeit remote, that the healon manufactured between october 8, 2016 and november 10, 2016 may contain glass particles. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a patient developed endophthalmitis after using the healon 0.85. The physician did not observe any material during the operation. The patient was referred to another hospital for treatment.